Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The batteries were replaced. Afterwards the device failed a battery discharge test because the testing perfusion only lasted for one hour and forty-four minutes on battery power. The batteries were replaced again, and a perfusion was completed which lasted two hours and thirty-five minutes on battery power. Additional root cause investigation is pending for the reported battery issue.

Event description:
Service engineer (se) reported that wile moving the device from the operating room (or) into the hallway, the battery was noted to have gone from 96% to 43% on the graphical user interface (gui) screen. The donor liver was not on board when this occurred. The device was properly powered off prior to being moved from the operating room and properly powered on once it was transferred to the hallway. The move from the operating room into the hallway took about one to two minutes of total time. The 43% on the gui screen remained for approximately one to two minutes before instantly returning to 96% on the gui screen.

Manufacturer narrative:
Further investigation notes that the reported issue is attributed to the battery gauge reporting an erroneous capacity output. The failure mode could not be conclusively identified.

Event description:
Service engineer (se) reported that wile moving the device from the operating room (or) into the hallway, the battery was noted to have gone from 96% to 43% on the graphical user interface (gui) screen. The donor liver was not on board when this occurred. The device was properly powered off prior to being moved from the or and properly powered on once it was transfered to the halway. The move from the or into the hallway took about one to two minutes of total time. The 43% on the gui screen remained for approximately one to two minutes before instantly returning to 96% on the gui screen.

Manufacturer narrative:
The device was returned for evaluation. During the course of troubleshooting the power supply unit (psu) was replaced. Subsequently, the device passed functional testing. The cause of the reported issue is attributed to failure of the psu.

Event description:
Service engineer (se) reported that wile moving the device from the operating room (or) into the hallway, the battery was noted to have gone from 96% to 43% on the graphical user interface (gui) screen. The donor liver was not on board when this occurred. The device was properly powered off prior to being moved from the or and properly powered on once it was transferred to the hallway. The move from the or into the hallway took about one to two minutes of total time. The 43% on the gui screen remained for approximately one to two minutes before instantly returning to 96% on the gui screen.